Event description:
An article in the french journal of ophthalmology reports a pt presented in 2003 with a 3-day history or a red, painful eye and photophobia. The pt had worn daily disposable soft contact lenses for two years. Examination revealed two corneal abscesses with no anterior chamber reaction. The pt was treated with topical pharmaceutical agents. Microscopic examination of a sample collected from the eye identified fusarium verticilloides. Fifteen days later, two corneal scars were noted and the visual acuity for the affected eye was reported to be 20/80. The last follow-up visit described in the article occurred the following month. At that visit, the pt was reported to have fully recovered. The corneal scars remained.